Event description:
A report was received that the patient was experiencing charging difficulty. After unsuccessful troubleshooting attempts by a representative, the patient underwent a pocket revision procedure where the physician replaced the ipg. The patient is reportedly doing well.